Event description:
The study reported two patients were revised due to aseptic loosening. Due diligence is completed for this complaint; to date whatever additional information received has been captured in the complaint.

Manufacturer narrative:
(B)(4). D10. Medical product: item#:unknown ;lot#: unknown ;item name: unknown oxford tibia component; item#:unknown ;lot#: unknown ;item name: unknown oxford bearing ; item#:unknown ;lot#:unknown ;item name: unknown refobacin bone cement r; therapy date: unknown. H3-other: device evaluation could not be performed as part# and lot# unknown. Also device location is unknown. G2-foreign- italy g2-literature- journal article. No difference in mobile and fixed bearing partial knee arthroplasty in octogenarians: a clinical trial(2023). Riccardo d¿ambrosi, federico valli, alessandro nuara, ilaria mariani, fabrizio di feo, nicola ursino, matteo formica, laura mangiavini, michael hantes, filippo migliorini. Https://doi.org/10.1007/s00590-023-03537-7. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2023 - 00405, 3002806535 - 2023 - 00406. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.